Event description:
The safety switch on the mcd-ac door was disabled due to the reliability problems with the system. The switch can fail to make contact because of issues with the covers and the cable routing can cause interference with the drive assembly. Both issues can cause the system to halt, causing the system to be unusable.